Event description:
A phase iii randomized study of maintenance nivolumab versus observation in patients with locally advanced, intermediate risk hpv positive opscc. G-tube malpositioning. Subject: (B)(6) is a 66-year-old male with oropharyngeal scc who was randomized (to ann a crt/ nivolumab and initiated treatment on mcc20274/ea3161 on (B)(6) 2024. The subject is currently one week post cycle crt wk 7, receiving a total of: 5 doses of cisplatin ((B)(6) 2024) weeks 1, 3, 4, 5, 6 cisplatin given. Weeks 2 and 7 cisplatin not given.) The following event(s) occurred: sae event: injury, poisoning and procedural complications. This event started on: (B)(6) 2024. Patient was admitted inpatient (B)(6) 2024 for esophagitis. On (B)(6) 2024 a g-tube was placed due to esophagitis and patient was given an expected discharge date of (B)(6) 2024. On (B)(6) 2024 the subject reported pain during water flush of tube. A CT revealed the g-tube was in the peritoneum. The g-tube was removed. A PICC line was placed for total parenteral nutrition. On (B)(6) 2024 a new g-tube was placed. As of today, (B)(6) 2024, the subject is still inpatient due to the g-tube change and thus prolonged his hospitalization. This event will be updated once the patient has been discharged.